Event description:
On 7/8/97 during a plasmapheresis procedure, the donor felt feeling funny in the chest, like the head was going to explode and general heaviness. This lasted for about 3 minutes at which time the operator clamped the tubing. The operator noticed that the acd bag and the saline bag were spike by the wrong line. This caused an bolus of 150 ml of acd solution to be administered to the donor. The procedure was discontinued. The donor was administered 1 ampule of calcium-sandoz (10 ml of a 10% calcium gluconate solution) intravenously and 500 ml of 0.9% sodium chloride. The donor recuperated quickly and was released in good condition. The donor center has admitted that the mispiking was due to an operator error and has made the decision to be very careful in the future to avoid wrong spiking/connection of anticoagulant and saline.the donor center is considering changing to an amicus closed system apheresis kit currently available.